Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified signs of repeated use with scratches and wear. A fracture on the 2mm side can be seen. The device was submitted for further analysis. Analysis determined the fracture surface artifacts of hackle marks and a possible slight bending hinge suggest the bending overload failure mode. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). G2 : foreign country : new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery, the cable got caught in the tensioner and it wouldn't release and the device fractured. Attempts have been made and all available information has been provided.